Event description:
As reported, after the procedure, the operator performed femoral artery closure with the 6f exoseal vascular closure device (vcd). However, the indicator window did not change color. Manual compression was then used instead. The patient was not injured. The operator had been trained. No abnormality was found before use. The exoseal vascular closure device (vcd) was stored, inspected, handled, and prepared according to the instructions for use (IFU). No abnormalities were noted prior to use. A retrograde approach was used, and angiography confirmed femoral artery suitability, including appropriate sheath insertion angle, with vessel diameter verified to be at least 5 mm and no calcium, plaque, stent, or significant stenosis at the puncture site. A 6f non-cordis sheath introducer of unknown model was used. No resistance or excessive force occurred during advancement or insertion, and there was no difficulty connecting the sheath introducer to the device. The sheath engaged and locked with the indicator wire cowling with an audible click, and pulsatile blood flow was observed. Although retraction was performed as instructed, a solid black indication in the window was not observed. The device remained securely locked with the sheath introducer. The device will not be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.